Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of approximately 400 mg/dl. Customer was in the ER for a duration of 7 hours. No injuries sustained. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.